Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an aortic stenosis due to thrombus. It was reported that during the index procedure the delivery system was advanced slightly in the proximal direction to separate the tapered tip and the spindle from the suprarenal stent. The back-end wheel was turned counter clockwise to recapture the spindle in the tapered tip. During the recapture, the 5-fr angiographic pigtail catheter which was inserted from the right brachial artery and placed near the renal artery, was trapped between the sleeve and the spindle; this was not noticed on fluoroscopy. When the delivery system was retracted distally for withdrawal, it could not be withdrawn due to resistance caused by the entrapped pigtail. The physician believed erroneously that the delivery system was not retrievable due to it being caught on the stenosis site where the stent graft was implanted, and so he attempted withdrawal again by gently torquing the delivery system. After several attempts, the system was withdrawn successfully. It was then found that a torn tip of the pigtail had been trapped between the sleeve and the spindle of the removed delivery system. On fluoroscopy no other fragments of the pigtail were observed. By comparing the torn edges of the pigtail, it was identified that the pigtail was torn apart at the 17th of the total of 20 markers. Counting the total number of markers, it was determined that no pigtail fragments remained inside the patient¿s body. Despite the event, evar was performed as planned, and the procedure was completed successfully. As per the physician, the cause of the event was related to the non-use of fluoroscopy when the delivery system was being advanced proximally. This would have prevented the pigtail from being trapped. No additional clinical sequelae were reported and the patient is fine.